Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced increased pain over the past three days, despite previously achieving near complete pain relief with therapy. The patient described worsening pain, rapid battery discharge of the implantable neurostimulator, a low battery warning indicated by a red icon with a triangle and exclamation point, and an inability to feel stimulation at usual intensity settings. When attempting to change frequency or intensity, the patient encountered a message stating that settings were not available. The patient reported loss of the typical stimulation sensation and described experiencing crippling pain and an appearance similar to cerebral palsy when therapy was not working. The patient attempted troubleshooting by recharging the implantable neurostimulator, turning off the batteries during charging, and adjusting intensity settings, but was unable to resolve the issue. The patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported there was a short in one of the leads; patient was redirected to an unused lead. Issue is resolved.

Event description:
Patient reported that the a rep has been working with him and pt states been going on a couple of months. Pt states the mdt rep disabled the first lead and now 2nd and third lead became not working. Agent put unknown for date as the call was all over the place. Pt states his ins seems to be hurting him in the buttock location on the left quadrant. Pt states sometimes has to turn off for a week because of this pain. Pt states thought it was because of the lead going bad, pt confusing lead with electrodes going bad. Pt states definitely two electrodes that have gone bad. Pt states his rep suggested to turn off a week and turn back on. Patient also said they turn it up sometimes too high because when it was working with all the leads they had it up to 2.7 and yesterday they turned it down to like 2.0 but unless they move in certain position like right now it's turned off and they don't know if it's time to go in and get an MRI or whatever and trying to avoid that. Pt states has a high hospital bill. Patient said they have a very bad busted up pelvis and back so when they turn stim up to what they're normally used to they think it's too high so they think the pain they're causing themselves is them. Patient mentioned theyhad pain initially during all this and the only treatment for them was to go and get needles put up in their back and because of the damage in the scar tissue they couldn't do those injections anymore. Pt mentioned issues before the device was implanted. Agent had a hard time following patient as a lot of information was provided during the call.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.